Manufacturer narrative:
Device was received with a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery compartment and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. However, device was also received with a blank display due to moisture damage on the electronic assembly. Unable to verify keypad anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor, battery tube and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Manufacturer narrative:
(B)(4). The pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and half of the screen had a moisture. Customer stated that the buttons were hard to pressed and he had to put pressure before it responds. Customer stated that numbers were ramping on their own and scroll bar was moving with no input. Customer stated that buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.